Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the insulin pump had excessive no delivery alarms. The customer's blood glucose was 260 mg/dl. It was found the mother has reported the issue previously, and it was determined the reservoir was the cause of the issue. However, the mother stated the alarm continued to persist after a reservoir change. The mother stated the tubing was not bent or kinked on their infusion set. The mother was disconnected from the call before further troubleshooting occurred. The insulin pump will not be returned for analysis.